Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The sheath was prepared without issues and inserted into the left atrium. The physician aspirated the sheath, and everything was normal. The farawave catheter was inserted into the sheath, and when the physician attempted to aspirate, air bubbles were continuously observed inside the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was received for analysis.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The sheath was prepared without issues and inserted into the left atrium. The physician aspirated the sheath, and everything was normal. The farawave catheter was inserted into the sheath, and when the physician attempted to aspirate, air bubbles were continuously observed inside the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was received for analysis and the investigation is still in progress.